Event description:
It was reported that the patient was implanted with an obtryx ii system - curved device. As a result of the mesh implant, the patient experienced dyspareunia, chronic abdominal and pelvic pain, erosion, recurrent infection, recurrence of urinary incontinence, and vaginal scarring. On (B)(6), 2023, the patient had revision surgery of the implanted device. On (B)(6), 2023, the patient underwent a second revision/excision of the implanted device to relieve her erosion and pain. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.

Manufacturer narrative:
H2 additional information: products details in blocks b5, d4, and h4 have been updated. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2023, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting and first revising physician is: dr. (B)(6). (B)(6) facility. Phone: (B)(6). The second revising physician is: dr. (B)(6). (B)(6) facility. Phone: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. E1405 - dyspareunia. E2330 - pain. E1906 - recurrent infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of february 7, 2023, was chosen as a best estimate based on the date of mesh implant. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting and first revising physician is: dr. (B)(6). The second revising physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion, e1405 - dyspareunia, e2330 - pain, e1906 - recurrent infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient was implanted with a lynx system device. As a result of the mesh implant, the patient experienced dyspareunia, chronic abdominal and pelvic pain, erosion, recurrent infection, recurrence of urinary incontinence, and vaginal scarring. On (B)(6) 2023, the patient had revision surgery of the implanted device. On (B)(6) 2023, the patient underwent a second revision/excision of the implanted device to relieve her erosion and pain. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss.